Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in anesthesia/ICU, the needle cannula bent. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us. Device evaluation: the report that the needle cannula bent during insertion was confirmed. Returned was an 18ga introducer needle. The cannula was bent in two locations: 1.75" from the needle tip and 2.25" from the needle tip, adjacent to the hub. The od of the needle cannula measured 0.0500". The ID of the needle cannula measured 0.042" using pin gauges. Both measurements met specification per needle graphic, indicating the thickness of the wall of the cannula was within specification. A review of the device history records for the needle did not reveal any manufacturing related issues. A risk evaluation was completed for this complaint issue. Based on the condition of the needle and the report that it bent during insertion, operational context caused or contributed to this event. No further action will be taken.